Event description:
It was reported that the subject device was intermittently not pairing with the wireless foot pedal. The batteries were replaced and the foot pedal pared without any further issues. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.